Manufacturer narrative:
Concomitant medical devices: 5086mri52 lead, implanted (B)(6) 2012; 5086mri45 lead, implanted (B)(6) 2012.

Event description:
It was reported that during an interrogation of the patient's implantable pulse generator (ipg), the battery voltage did not display. The clinic was able to perform other measurements as needed. It was indicated that this was a known behavior involving a bit flip issue and it was expected to resolve itself at the next visit. No action was needed and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.